Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received insulin flow blocked alarm. The blood glucose level was 279 mg/dl. Customer did not want to troubleshoot. Customer states they have tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed rewind, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. (B)(4).